Event description:
Product was returned for investigation and confirmed a malfunction has occurred. The cause of the customers complaint is loose missing tufts.

Manufacturer narrative:
Product was returned for investigation and confirmed a malfunction has occurred. The cause of the customers complaint is loose missing tufts.

Event description:
A consumer reported that the flexcare platinum brush head bristles detached and landed in the throat during use. No serious injury or medical intervention was reported. A choking hazard was identified.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
Philips oral healthcare discovered that this case does not meet the definition of a malfunction. Removed bristle tufts is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is determined to be not reportable.

Manufacturer narrative:
Philips oral healthcare discovered that this case does not meet the definition of a malfunction. Removed bristle tufts is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is determined to be not reportable. Reportability for initial MFR report number 3026630-2022-00168 submitted on 12/23/2022 can be removed.